Event description:
Approximately five months post hvad implant, the patient experienced a short, high priority alarm with one fully charged battery on one port, and ac power connected to the other port. It was noted that no message appeared on the screen at the time of the high priority alarm. The patient manually manipulated the connection, and the power returned. The controller and batteries were removed from the patient and new ones were supplied. No harm or injury to the patient was reported as a result of this incident.

Manufacturer narrative:
Preliminary evaluation and testing revealed that one of the returned batteries contained a faulty cell. This finding was re-assessed per our sop requirements, and determined to be reportable. Additional information will be submitted within thirty (30) days of completion of the investigation. This is one of two reports (3007042319-2013-00390 and 3007042319-2014-00553) submitted for devices related to the same event. Evaluation in progress.

Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Functional testing revealed the returned battery contained a faulty cell pair, which most likely contributed to the reported event. An internal investigation (CAPA) has been opened to address the issue. This is one of two reports (3007042319-2013-00390 and 3007042319-2014-00553) submitted for devices related to the same event.